Manufacturer narrative:
Conclusion: unit was only evaluated.

Event description:
It was reported via repair work order that the brakes were not working due to a faulty crank assembly. It was further reported that the scale was inaccurate due to a faulty cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.